Event description:
It was reported: "all 3 lumens with continuous infusions post-insertion" "(B)(6),@ 1900, gray and red lumens occluded; alteplase administered; patency restored to red lumen after 2 hour dwell, gray lumen remained occluded." "(B)(6) @ 2300, second dose of alteplase administered to gray lumen," "(B)(6) @ 0200, white lumen occluded, alteplase administered, patency restored," "(B)(6) @ 0300, gray lumen occluded, alteplase administered; 0500, gray lumen still occluded, provider notified," "(B)(6) @ 2100, white lumen occluded, alteplase administered; patency restored." "Placement info: "5 fr triple lumen provena powerpicc placed in the right upper arm, brachial vein. 12 cm external length; securacath in place."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded and leaking catheter was confirmed. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were observed throughout the sample. A longitudinally aligned split was observed at the 18cm depth marking. Microscopic inspection of the split revealed a granular fracture surface. The split edges exhibited deformation and discoloration. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion; however, when flushing the grey-luered lumen, a leak was observed emanating from the site of the split. Some resistance was encountered when flushing the sample, suggesting a partial blood product occlusion. The fracture features were consistent with burst damage secondary to over-pressurization. Such damage can occur when attempting to flush an occluded catheter. The partial occlusions observed support these observations and appeared to be caused by accumulation of blood product residues. This suggests that catheter maintenance may have contributed. A lot history review (lhr) of redv2044showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redv2044) have been reported from the same facility.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv2044showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redv2044) have been reported from the same facility.

Event description:
It was reported: "all 3 lumens with continuous infusions post-insertion". "8/20,@ 1900, gray and red lumens occluded; alteplase administered; patency restored to red lumen after 2 hour dwell, gray lumen remained occluded." "8/20 @ 2300, second dose of alteplase administered to gray lumen" "8/21 @ 0200, white lumen occluded, alteplase administered, patency restored" "8/21 @ 0300, gray lumen occluded, alteplase administered; 0500, gray lumen still occluded, provider notified" "8/21 @ 2100, white lumen occluded, alteplase administered; patency restored" "placement info: "5 fr triple lumen provena powerpicc placed in the right upper arm, brachial vein. 12 cm external length; securacath in place".